Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to dislocation noted after removing the viscoelastic. The incision was enlarged to remove the lens, vitrectomy was performed, and another lens of different model was implanted in sulcus successfully. Sutures were used to close the wound.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.